Event description:
Additional information was received that the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Event description:
During a clinic follow-up, the device was unable to be interrogated using bluetooth (ble) telemetry. Technical support was contacted and reprogramming of the device was attempted, but was unsuccessful. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of bluetooth (ble) anomaly was confirmed. The cause of the reported event was determined to be due to an anomaly within the ble circuitry. The cause of the ble circuitry anomaly could not be conclusively determined. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Inductive telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Manufacturer narrative:
The reported event of bluetooth (ble) anomaly was confirmed. The cause of the anomaly was determined to be due to an anomaly within the ble circuitry. The cause of the ble telemetry issue was due to an anomalous crystal oscillator on the hybrid, which drives the timing of signals in the ble circuitry.